Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms despite completing multiple supply changes. Blood glucose ranged from 206 mg/dl to 302 mg/dl. System check with tandem technical support indicated that the occlusion was located in the cartridge, however the occlusion alarms continued to occur after the cartridge was changed. Reportedly, the customer reverted to manual injections for alternate insulin therapy.